Event description:
A caller who identified himself as a user of a one touch ultra mini meter contacted the lifescan (lfs) customer service department in 2009 to report that his onetouch ultra mini meter displayed an error 2 message the same day. An error 2 message indicates that a blood glucose result cannot be obtained. The caller stated that he takes insulin and tests his blood glucose levels five times per day. The caller did not provide his specific insulin regimen. The caller stated that he had been able to test with the subject meter and test strips from his current test strip vial prior to event date. The caller did not provide the date, time, and result of his last blood glucose reading prior to the reported error 2 message same day. The caller stated that he was unable to test with the subject meter after his reportedly received an error 2 message. The caller did not provide the specific time that the error 2 message occurred or the diabetes treatment actions he implemented, after reportedly receiving the error 2 message. It is not know whether the caller was symptomatic before, during or after the time the error 2 message was reportedly received. The caller stated that he developed low blood sugar symptoms after he was unable to test with the subject meter. The caller stated that his low blood sugar symptoms caused him to have an automobile accident the same day. The time of the automobile accident is unknown. The caller stated that a person was killed in the automobile accident. The caller did not provide any further details regarding the automobile accident or events leading up to it. In response to questions by a lfs customer service representative, the caller reported that the test strips appeared to be in good condition. The caller was asked by the lfs customer service representative to insert a test strip from a different test strip vial into the subject meter. The caller reported that an error 2 message appeared when using the test strip from a different vial of test strips. The caller refused to answer any further questions from the lfs customer service representative and disconnected from the phone call. A lfs medical surveillance specialist (mss) tried unsuccessfully to contact the caller by phone on three occasions in six days, to obtain additional information regarding the reported event. The mss was unable to contact the caller directly or leave a phone message. A letter was sent by the lfs to the patient about 5 days later, to request additional information. To date, the caller has not responded to lfs' calls or letter, nor has he returned the subject meter for evaluation. Lfs is unable to determine if the subject meter cause or contributed to the alleged event because the caller has not responded to requests for additional information or returned the subject meter for evaluation. Lfs will supplement this report if additional information is obtained and/or the subject meter is returned for evaluation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.